Manufacturer narrative:
The immucor laboratory tests a returned blood sample from the customer site.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.